Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. It is unknown at this time if the device will be returned for evaluation. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that during the procedure, the 4.5 x 12 mm nc trek dilatation catheter was inflated; however, the device could not be deflated. Several attempts were made to remove the device and the patient became bradycardic. An additional attempt was made to remove the device and the balloon portion separated and remained in the coronary artery. The patient was transferred for a surgical procedure and is in the intensive care unit for continued observation. No additional information was provided.

Manufacturer narrative:
(B)(4). Device available for evaluation. Type of reportable event. The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
Subsequent to the initial 30-day medwatch report, the following information was provided: reportedly, there was a loss of pressure in the inflation device during inflation of the nc trek dilatation catheter balloon and the balloon inflation was not as usual. The balloon was inflated 1 time to 18 atmospheres. The balloon failed to deflate and separated during removal. The patient was sent for surgical removal of the separated balloon. The patient died on (B)(6) 2017 of causes related to the surgical procedure to remove the separated balloon segment. There was no additional information provided.

Manufacturer narrative:
(B)(4). Internal file number - (B)(4). Evaluation summary: visual inspection was performed on the returned device. The reported separation was confirmed. The reported inflation and deflation issues could not be replicated in a testing environment due to the condition of the returned device. The reported difficulty removing the device could not be replicated in a testing environment as it was based on operational circumstances. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no other incidents from this lot. The reported patient effects of arrhythmias and death are listed in the nc trek rx coronary dilatation catheters instructions for use as known patient effects. The investigation was unable to determine a conclusive cause for the inflation and deflation issues; however, the reported separation and difficulty removing the device appear to be related to circumstances of the procedure as the inflated balloon likely met resistance during removal resulting in the separation. The reported patient effects of arrhythmia, bradycardia, respiratory failure, death, surgical procedure, foreign body removal and additional treatment may be related to the deflation issue and shaft separation. A conclusive cause for the reported lung atelectasis and pleural effusion and the relationship to the device, if any, cannot be determined. There is no indication of a product quality issue with respects to the design, manufacture or labeling of the device. The bhw guide wire referenced is filed under MFR report # 2024168-2018-00907.

Event description:
Subsequent to the previous medwatch reports, additional information was received which indicated that the nc trek was advanced over a balance heavyweight (bhw) guide wire. The balloon did not inflate normally. Attempts were made to remove the guide wire from the balloon; however, difficulty was noted and the devices were removed as a single unit, with the balloon separating during removal. An attempt was made to snare the separated segment using a second bhw guide wire; however, the separated segment could not be removed. Additionally, the patient remained hospitalized from the time of the initial procedure on (b)(64) 2017. During the hospitalization, the patient experienced right ventricular dysfunction, pleural effusion, lung atelectasis and respiratory failure.